Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a highest blood glucose of 616 mg/dl over approximately 5¿6 hours, and was advised in the hospital to take off the pump; the user later reconnected and remained under hospital monitoring, changed all supplies, and reported stable glucose, with alerts noted during the event and the cause unclear. Symptoms included diabetic ketoacidosis. Outcomes included medical intervention in the hospital and assistance with transportation. Investigation included a review of complaint details and device alerts. Investigation of this case revealed no definitive device malfunction and that the cause of the hyperglycemia was undetermined. It was concluded that a causal relationship to the device could not be established with the available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.